Event description:
It was reported the pt's hospital stay was prolonged after undergoing a permanent procedure in addition to having her scs system stimulation programmed due to the pt experiencing bowel and bladder issue. A sjm representative reprogrammed the pt's scs system. Diagnostic tests identified the pt had an inflamed bowel which was causing the bowel and bladder problems. The sjm representative reprogrammed the pt's scs system again to cover the pain the pt was feeling. On (B)(6) 2012 follow-up identified the physician felt the pt's symptoms were related to the scs system. On (B)(6) 2012 follow-up identified the pt's symptoms weren't scs system related and the physician referred the pt to a gi physician. On (B)(6) 2012 follow-up identified the pt is receiving adequate stimulation and all issues have resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.